Event description:
When the device was used during a laparoscopic nephrectomy procedure, it fired an incomplete staple line. It was not reported how the case was completed. There was no reported patient consequence.